Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative replaced the pump and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. The reported issue is most likely related to a bearing damage. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report stating that a heater-cooler system 3t displayed an error code on the patient side during upgrade. There is not known patient involvement. The hc3t (B)(4) has completed the fen 2017-017 hlm hc-3t vacuum upgrade on 10/07/2018. Due to this device is rarely use, the patient circuit pump 2(005-21-0009) showed error 22 when the engineer perform kit 2 upgrade (B)(6) 2019. The problem has been solved by replace spare parts 005-21-0075.